Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed visual inspection, found sensor cannula retracted to other side of sensor base. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Also, unable to confirm needle complaint due to customer returning sensor and no needle.

Event description:
It is reported that a customer has been having issues releasing the needle from the sensor. The pt's blood glucose was unk. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent new sensors. The customer sent the old sensors back for analysis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.